Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. Customer's blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however, the pump alarmed hardware low level failures during the self test and hardware low level failures is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.